Event description:
On 07/05/06, nellcor puritan bennett received a report of the end sheath of a stylet shearing off during an intubation training course. The caller reported that this occurred twice during the training course. There was no pt involvement.

Manufacturer narrative:
Mfg is addressing the customer reported complaint mode in a CAPA.